Manufacturer narrative:
The returned device was evaluated. During evaluation, the customer's complaint was confirmed. It was found that the radical-7 pulse oximeter would constantly reboot while docked into the rds-3. It was determined that this malfunction was likely caused by a software corruption issue on the system board. A service history record review reveals that this unit was in the field for over eight (8) years with no previously reported issues.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that when the radical-7 is placed in docking station while monitoring a patient, all values are "redrawn". Customer also states that display is not fully visible when docked into the docking station. There was no known impact or consequence to patient.